Event description:
Customer reported being hospitalized due to low blood glucose. Troubleshooting was performed and the alarm history shows an a-33 alarm.

Manufacturer narrative:
Final analysis revealed the device has an a-33 alarm due to a defective force sensor, which prevented further testing.